Event description:
Complainant alleged that during functional testing, the device would restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not observed in the device history logs or during evaluation. The device was put through battery insertion tests and automatic self tests without duplicating the report. There is no evidence to support the claim. The unit is functioning as intended. Therefore, the customer's complaint is unsubstantiated. The device is recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.